Event description:
The pt underwent a lens replacement due to a mislabeled intraocular lens. The lens was labeled a 24.0 diopter, and by eval of the lens, it was discovered that the lens was actually a 19.0 diopter.